Event description:
Customer alleged the patient leaned over the right hand siderail, which was raised but not latched by a visiting family member. The siderail lowered and the patient fell to the floor, whcih resulted in a laceration to the forehead. The patient received four stitches.